Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 3, 2010. Based on qa assessment, the product met specifications at the time of release. The company representative was able to replicate the reported event and found the slit lamp to be non-conforming. As such, it was recommended to have the non-conforming components replaced (to the customer) by the company representative. At this time the customer has not responded to the recommendations. The system was found to meet specifications. The root cause of the reported event can be attributed to nonconforming slit lamp. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that several surgeons experience low laser output. Previously, the power could be effective at 200, now they have to put the power at 450. The procedures were completed without patient harm.